Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 61-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient notified novocure of a temporary discontinuation of optune gio therapy due to significant itchiness underneath the optune gio transducer arrays. The patient reported that the itchiness began upon application of the arrays and was severe enough to necessitate removal. Examination revealed no visible erythema or irritation of the scalp. Following consultation with his healthcare provider (hcp), the patient was advised to take levocetirizine at bedtime. The patient reportedly had previously experienced mild itchiness during initial therapy start, although it was less intense. The patient also described itchiness affecting his arms and legs, which he indicated had been present prior to starting optune gio therapy. On (B)(6) 2025, the patient's hcp notified novocure that the patient had developed a pruritic exanthema of the scalp shortly after initiating optune gio therapy. This condition improved promptly with the application of baby oil. On (B)(6) 2025, the patient was prescribed levocetirizine 5 mg to be taken at night as needed for pruritus. The hcp assessed the event as related to optune gio therapy. Therapy has since been resumed by the patient. A medical record provided by the hcp confirmed the presence of a rash and pruritus of the scalp, in addition to significant pruritus of the hands accompanied by small papules. The patient's next oncology appointment was scheduled for (B)(6) 2025.